Manufacturer narrative:
Concomitant products: product ID 8711, serial # unknown, product type catheter; product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a foreign healthcare provider regarding a patient receiving intrathecal gabalon at 600 mcg/day via an implantable pump. The patient¿s primary disease was painful muscle cramp. Medical history/complication included left calcaneus fracture, dislocation of shoulder, prostatic hypertrophy, lumbar spinal stenosis, constipation, gastric ulcer, insomnia, and hypertension. Concomitant medication included rize (20mg, by mouth), seroquel (25 mg, by mouth), cefmetazon (1 g), targocid (200 mg), and habekacin (200 mg). On (B)(6) 2009 a skin fistula, also reported as a ¿cutaneous stoma,¿ above the catheter site developed and the patient experienced pyrexia. The dose of gablofen was decreased nine times due to the adverse event from 450 mcg/day on (B)(6) 2009 to 46 mcg/day on (B)(6) 2009. On (B)(6) 2009, because of infection, the surgical wound at the pump implant site excreted pus. The pump was extracted and the patient was terminated from long-term continuous administration of gabalon due to the event. The skin fistula above the catheter site was resolved as of (B)(6) 2009. While the patient¿s pain was decreased due to baclofen and thought to be promising, the patient had no desire to re-implant due to the risk of complications. The severity was assessed as mild and the seriousness was assessed as serious. The skin fistula above the catheter site was assessed by the healthcare provider as having a causal relationship to the technical handling, but not to the pump, catheter, or programmer. The skin fistula above the catheter site was considered to be a symptom associated with infection. The device, which had been sterilized in the manufacturing process, was used for implantation within the shelf life and the infection developed approximately 12 months after implantation. Accordingly, it was inferred that no failure of this device was related to this event and that the status of wound healing or postoperative care, coupled with the patient¿s postoperative clinical factors, might have caused the event.